Event description:
It was reported that the customer's insulin pump had damage near the battery compartment as well as a broken battery thread. His or her blood glucose was unknown at the time of reporting. The insulin pump was returned for analysis. No additional information was reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. Loose, protruded drive support disk noted.